Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose levels for the past two weeks. The customer stated that she last changed her infusion set three days before the report and that she uses a sof-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime test but failed the high pressure test twice. Nothing further was reported.